Event description:
On (B)(6) 2014, (B)(4) informed lifecell about voluntary medwatch report 5037844...caller had an [a] hernia repair of the abdomen. According to her medical report during the procedure, a [strattice] mesh patch was inserted. Soon after she started experiencing pain, pulling, abdominal cramps, and bowel difficulties. She visited her doctor to complain about her symptoms and was informed after several tests that the hernia came back and bigger in size...she had a second surgery and was informed that she has an alloderm mesh and not [strattice] and it is tangled around her small intestine. The mesh was removed.

Manufacturer narrative:
Our investigation of lot s10728 includes: method of evaluation: review of the information as reported, device history records, and the lifecell complaint system for any other complaints reported to lifecell against devices distributed from lot s10728. Results of evaluation: review of the device history records revealed no deviations during the production of lot s10728 that may be associated with the event. The lot met acceptance criteria for qc release, including mechanical testing results. To date, no other complaints have been reported to lifecell against lot s10728. To date, of the (B)(4) devices processed for lot s10728, (B)(4) devices have been distributed with (B)(4) devices reported to be implanted. Based on the provided information, our internal investigation into the lot processing history with no deviations in association with the event and that there were no other complaints reported to lifecell against the lot, the event is unlikely related to strattice. No specific cause of the event could be determined due to lack of clinical information and that the device was not returned for evaluation. The lot met qc criteria for product release. Device not returned for evaluation